Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle tipless stone extractor was opened for use and the staff noticed part of the nitinol basket was protruding from the handle and was unable to be used. Another extractor was use to complete the procedure. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is in the closed position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. A visual examination noted the cannulated handle protruded through the handle slide of the unidex handle (udh) into the inverted v. The outside diameter of the cannulated handle is .023¿. The support sheath was noted to be severed at the mlla; there is approximately 1 cm of coil exposed between the points of separation in the support sheath. The remaining support sheath is attached. There were no kinks found in the basket sheath. A functional test determined the handle does not actuate the basket formation. A review of the device history record showed no non-conformances related to the reported failure. A complaint history search revealed this is the only complaint associated with the complaint device lot number 8470488. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath and handle damage. The support tube was found to be severed and the cannulated handle was found to be bent. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.